Event description:
Report of explant of device system due to "infection" received per annual device tracking report. Follow up with hcp revealed that patient's device system was explanted in 1999 with no surgical complications. The patient had experienced symptoms of fever and redness. Operative records provided no information re cultures or other treatment. Hcp stated that patient received IV antiobiotics. Patient was admitted to hospital for this event in 1999 and discharged 13 days later. No information was provided in answer to questions regarding the resolution to the infection.